Manufacturer narrative:
Date of event: exact date unknown, event occured a long time ago. Explant date: removed a long time ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18659174.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. No further information has been obtained despite good faith efforts.